Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve was allowing backflow of blood. There was a valve issue with the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve was allowing backflow of blood. The sheath was replaced and the issue was resolved. There was no patient consequence reported. Additional information was received. The sheath was inside the patient. There was backflow of blood, not much was lost. There were no consequences or treatment needed. They just got a new sheath.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a valve issue with the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve was allowing backflow of blood. The sheath was replaced and the issue was resolved. There was no patient consequence reported. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The dislodgment of the valve is related to the fluid leak issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 19-mar-2024, noted a correction to the 3500a initial as it should have included the product receipt information. Therefore, processed the following: h10 should have included: the bwi product analysis lab received the device for evaluation on 15-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D9. Device available for evaluation? Was processed as ¿no¿ and should have been processed as ¿yes¿ d9. Date device returned to manufacturer was left blank and should have been processed as ¿15-mar-2024¿ d9. Is device returned to manufacturer? Was left blank and should have been checked h3. Reason for non- evaluation was processed as ¿device evaluation anticipated, but not yet begun¿ and should have been processed as ¿other¿